Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose readings of 49 mg/dl, which was treated with food. Customer was using someone else's insulin pump and was requesting assistance with the 24 hour clock setting. Customer declined troubleshooting for low blood glucose.